Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter freezes on a black screen and does not turn off until battery is removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.